Event description:
There were 2 problems with the biomed tens unit. One problem was that it gave randomly strong electric shocks, sometimes through the electrode patches if the dials moved to a higher setting, sometimes from the bare metal when the pin connectors became disconnected and twice the wire came out of the patch, leaving exposed wiring next to skin. The other problem is that the biomed tens unit was generally less effective than pt's previous tens unit (empi) resulting in acute incidents of being unable to get up and 2 days of muscle spasms in 2002, the reccurrence of all 3 incidents the first in 2 years, and the more general regression in activity tolerance (and less tolerance for sitting at work), having to progressively limit activity and reverting to naps and sleeping half the time because of increased fatigue. Pt unsuccessfully looked for a consumer report type of standard testing for effectiveness of pain relief of various brands of tens units. Pt is not going to put up with getting randomly shocked for the duration it takes to strengthen their abdominal muscles and once pt gets close to normal activity, they want effective pain relief for the inevitable times of overdoing activity.